Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was explanted due to inadequate capture. It was suspected that the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully replaced but will not be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.